Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the left master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left mtm was analyzed and the reported failure was able to be reproduced during the sine cycle.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical service engineer (tse) that the site was experiencing repeated recoverable faults. The isi tse viewed the logs and noted faults on the left master tool manipulator (mtm) of surgeon side console 2 (ssc). The customer stated that they had a disabled left-hand control message but were unsure what to do. The customer then stated that the fault was recovered. Prior to calling in, the customer rebooted the system with no change. The isi tse viewed the logs again and did not note any additional errors. The isi tse informed the customer that the issue could return and that the surgeon could move over to ssc 1 to control the arms. After the call, the isi tse noted that the customer had disabled the left mtm. The isi tse called the customer back to inform them that the left mtm was disabled and that was why the site was able to recover from the fault. The isi tse informed the customer that ssc 2 would not be able to control instruments with the left hand. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and it initially did power on without errors. The left mtm was disabled, and the site continued and completed the procedure with the other ssc. This issue did not affect the patient in any way.